Manufacturer narrative:
Patient specifics with regard to gender and age were not provided by the doctor. To date, the patient is doing fine; the crown was re-cemented with a different product, without further incident. The returned product was evaluated, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that five (5) patients experienced the debonding of crowns within one (1) hour after placement with maxcem elite clear. This is the fifth of five (5) reports.